Event description:
The customer contacted stryker to report that their device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned for evaluation. The root cause of the reported problem could not be established. Correction: section a1 patient identifier of initial MDR indicates: none section a1 patient identifier of initial MDR should indicate: blank for section b section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event. For section h section h11 additional mfg narrative type of initial MDR indicates: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative type of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.